Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen has misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since the issue was not resolved by calibrating the touchscreen, the touchscreen was replaced, and the reported problem was resolved. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. Pil tech verified that the touchscreen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touchscreen. Therefore, this investigation has resulted in a no-fault found.